Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the cgm was reading low, but the patient did not feel any hypoglycemic symptoms. She self-treated with orange juice and took a blood glucose reading (bg value was not provided). The patient started to feel nauseous, was vomiting and had blurry vision. The patient called her doctor, who advised her to go to the hospital. The patient went to the hospital and a blood glucose reading was taken which was 547 mg/dl and the cgm reading was still showing low at that time. The patient was treated at the hospital with IV fluids and was discharged the same day. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.